Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-01533. Reference MFR. Report: 1627487-2016-01534. The patient received a peripheral (off-label) system. It was reported the patient was hospitalized for staph infection on both the ipg and lead sites. Intra-venous antibiotics were administered to the patient. Subsequently, the patient's scs system was explanted. The patient was reportedly released from the medical facility and was instructed to follow the antibiotics regimen for the next three weeks.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-01533 , reference MFR. Report: 1627487-2016-01534. Follow-up identified the patient was placed on oral antibiotics for two weeks, and thereafter, her laboratory results are normal and she has been taken off antibiotics.